Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a totally extraperitoneal repair, the balloon popped after approximately 20 pumps of air, several pieces of the plastic balloon were in the pre-peritoneal space and needed to be found/retrieved.